Manufacturer narrative:
This complaint was reviewed by a company clinical analyst, who stated the following: ¿the customer reported that a patient experienced a major corneal burn resulting in sutures. However the surgery was completed. The event was during cataract extraction with lens insert. The aspiration settings were set on different modes. ¿there was not enough aspiration flow rate which caused the handpiece (hp) to heat up¿ according to the customer. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the system was examined. The company representative changed the aspiration settings to prevent recurrence. The system was found to meet product specifications. The handpiece was not made available to be tested during the system examination. Therefore, the handpiece non-conformance could not be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on december 14, 2006. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient experienced a corneal burn requiring sutures. Additional information was received from the surgeon, who reported the aspiration settings were set on different modes which resulted in not enough aspiration flow rate causing the handpiece to heat up. The technician corrected aspiration settings to prevent reoccurrence. The patient was prescribed a diuretic pill and non-steroidal and antibiotic eye drop.